Event description:
The product was used during a vats bullectomy procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.